Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec-3890lk is available in the USA with a 510k number k131855. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective lens cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the objective lens. In addition, our technician confirmed that the angle wire play, the nozzle gluing missing, the lcb (light carrying bundle) crushed, the forward body cover leak, the root brace rubber (lg control body) cut, the lcb distal cover glass scratched, the electrical pin connector dirty, the lg prong top loose, and the light guide cable lump/wave; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image cloudy).